Event description:
Related manufacturer report number #2916596-2020-06310.

Manufacturer narrative:
Manufacturer's investigation conclusion: . The mobile power unit (mpu) (serial number: (B)(6) was returned for evaluation following the reported event of pump stops and speed drops. The submitted log files contained partially overlapping data spanning approximately 39 days combined (18nov2020 ¿ 27dec2020 per the timestamp). The log files captured intermittent pump stops/speed drops from 26nov2020 at 06:35:31 to 06dec2020 at 02:13:49; these events are addressed under the pump investigation (refer to manufacturer report number #2916596-2020-06310). The controller appropriately alarmed for the pump stops/speed drops. The data in the log files did not indicate any issues with the mpu. No other notable alarms were observed in the log file. The returned mpu was evaluated by the service department. The mpu was connected to a test system controller and mock circulatory loop and run for several days without any issues or atypical alarms produced. A full functional checkout was performed and the unit passed all steps without any issues. The unit was returned to the customer site. The reported event could not be correlated to an issue with the mpu. There was also incidental finding of the returned mpu ac power cord inlet having a piece of plastic that had broken off. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2020. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory or visual), including pump off, low flow, and low speed alarms and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mobile power unit (mpu). Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. This section also explains the importance of protecting the patient cable from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had pump stops while the device was connected to mobile power unit (mpu). The patient hasn't had any further alarms since the mpu was removed. The mpu was returned because the physician suggested it to be looked at for any potential issues.